Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver the accurate amount of insulin. In addition, the customer alleged that the touchscreen had to be pressed multiple times when setting a temporary rate. Additional information was not provided. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.